Event description:
The plaintiff's attorney alleged the patient experienced arrhythmia and subsequently expired, which is alleged to have been caused by the product naturalyte and/or granuflo administered to patient for dialysis.

Manufacturer narrative:
This is one event for the same patient involving two separate products.